Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks. In addition, the claim states the patient was euthanized as a last and necessary resort.